Event description:
The customer reported about 5 ml leak both internal and external at front center area of the coulter lh 750 hematology analyzer. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event. There was no death, injury, or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The field service engineer (fse) found the leak was coming from cut yellow stripe tubing going through pinch valve vl12a. The fluid dripped down and made its way out the back of the instrument and dripped on the communications cable going to the workstation. The instrument was getting pc not receiving errors. Fse replaced the tubing to repair the leak and installed new communications cables to repair the communication issue. Instrument was verified without any issues. (B)(4).